Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
It was reported to carefusion that the avea ventilator's user interface module (uim) has 2 vertical lines in the middle of the screen. The screen is also freezing up and the customer is not able to enter any settings. The customer confirmed there was no patient involvement associated with the reported issue.

Manufacturer narrative:
A vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device started normally and the touch screen passed calibration. The device passed all testing and met all vyaire manufacturer specifications.